Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coil (smart coil). During the procedure, the physician successfully placed multiple smart coils in the target vessel using a non-penumbra microcatheter. Next, the physician attempted to advance another smart coil out of its introducer sheath and into the microcatheter; however, the smart coil would not advance and therefore, was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly (figure 2). The embolization coil was intact with the distal detachment tip (ddt) and damaged on its proximal end. The pusher assembly had bends at approximately 11.0 cm, 53.0 cm and 63.0 cm from the proximal end of the pusher assembly. The pusher assembly was kinked approximately 42.0 cm from the proximal end of the pusher assembly. During functional testing, the returned smart coil was able to advance through the demonstration introducer sheath and demonstration microcatheter with minor resistance. Conclusions: evaluation of the returned device revealed an embolization coil with some proximal damage. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and the embolization coil may become damaged. Further evaluation revealed kinks and bends along the length of the pusher assembly. Some of these kinks and bends were likely a result of forcefully advancing the device against the initial resistance experienced during the procedure. Most of the kinks and bends on the returned device were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.